Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a regrasp alarm was generated while the device was on the instrument tray. There was no contact with other instruments at this time. This issue was duplicated. There was no patient involvement.